Manufacturer narrative:
Facility reports that over a two week period three patients presented with colitis. Upon notification, patients were called back to facility for observation. According to facility contact one pt was hospitalized - patient rec'd observation along with fluids and was released. -no other injuries were reported. Facility contacted MFR technical services to report events and have preprocessor evaluated. Technical service rep inquired whether any channels had problems during the 'daily validation process'. Contact stated that they "were never shown any validation process". Manufacturer dispatched field clinical specialist to site for machine inspection, in-service, and training of staff on the daily validation process. After thorough evaluation, unit found to have clogged ports. Machine returned to MFR for repair and loaner sent to facility.

Event description:
Facility reports three cases of colitis occurred in a two week period.